Event description:
Olympus medical systems corp (omsc) was informed that during an bronchoscopy, the subject device caused bleeding in the target site. The bleeding was reportedly treated with an uncertain means. And the procedure was abandoned. The pt was reportedly doing fine after the event.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional information regarding this report, and was informed that the bleeding was stopped using a xylocaine mixed with adrenaline and thrombin and the pt received blood transfusions. The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the forceps cups of the subject device closed evenly and were properly aligned and that there were no abnormalities in the cutting edges of the cups. There were also no abnormalities related to the phenomenon in the manufacturing record of the subject device. The device instruction manual warns users that "do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause pt injury, such as perforation, bleeding, or mucous membrane damage." "Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only." This report is being submitted as a medical device report in an abundance of caution.